Manufacturer narrative:
(B)(4). Physio-control evaluated the device and confirmed proper operation through functional and performance testing. The reported issue was not duplicated. The device was subsequently returned to the customer for use. The electronic patient records from the date of the reported event were downloaded by physio-control for review. The downloaded records indicated that the device had been used for approximately 75 minutes during a patient event earlier that same day. During this prior patient use, the device began displaying a low battery warning message. After approximately 9 1/2 minutes of use during the reported event, the device again began displaying a low battery warning message. After another 11 minutes 49 seconds, the device began displaying both low battery and replace battery warning messages and then lost power. The device was turned back on 25 seconds later and continued displaying both low battery and replace battery warning messages. After another 10 minutes 49 seconds of device use, the device again lost power and was turned back on 5 seconds later and continued displaying both low battery and replace battery warning messages. The device again lost power again 8 seconds later. The device was turned back on 68 seconds later, continued displaying both low battery and replace battery warning messages and lost power after 12 seconds. The device was turned back on 3 seconds later continued displaying both low battery and replace battery warning messages. The device was either turned off or lost power after 1 minute 13 seconds. The lifepak 12 operating instructions advise that a replace battery message appears, "... When power loss is imminent due to a low battery condition." There was no evidence suggesting that the customer attempted to replace the device's batteries with fully charged batteries at any point throughout the reported event. Based on the information available, physio-control has determined that the likely cause of the reported unexpected loss of power was due to the use of depleted batteries (use error).

Event description:
The customer contacted physio-control to report that their device powered off by itself four (4) times during a cardiac arrest. The patient did not survive the event. No further details were provided. Physio-control has attempted to obtain additional information about both the patient and the event; however, no response has been received.